Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1.0ml of unspecified juvéderm voluma to the temporal regions. It was noted the injection was done in the supraperiosteal plane with a needle in a temporal fossa. Prior to the injection, the syringe was aspirated and the injection was done slowly. As soon as the injection was complete and the needle was removed, the patient complained of visual loss and pain. Livedo reticularis was noticed throughout the left hemiface. Patient was then treated with hyaluronidase via cannula throughout the hemiface. There was no improvement of visual acuity. The healthcare professional then brought the patient to an ophthalmic emergency room where the occlusion of the ophthalmic artery was observed. Patient then had a retrobulbar treatment with hyaluronidase solution. Patient was then transferred to the hospital. Patient has been reviewed by a neuro interventionist and ophthalmologist. While there was partial improvement of the visual acuity, such as counting fingers, but still presents "important" pain scenario.

Manufacturer narrative:
Patient codes: (B)(4). A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted.

Event description:
Additional information: patient was injected with juvederm voluma with lidocaine in the left temporal region. A 7 second aspiration was done prior to the injection of 0.5ml of product. Immediately after withdrawal of the needle in the left temporal region, the patient reported severe pain in the orbital region and visual loss. At that moment, the healthcare professional observed the appearance of linear erythematous-violet (livedo reticularis) lesions in the temporal, left frontal, nasal dorsum, and left inferolateral malar. Made the diagnosis of embolism and arterial occlusion secondary to the application of hyaluronic acid. The healthcare professional then began treatment with hyaluronidase in the areas with livedo reticularis: initially in the left temporal region (superficial and deep plane), frontal and malar region. There was improvement of livedo reticularis, but amaurosis of the left eye has persisted. Then healthcare professional performed hyaluronidase application on the left superior orbital border in the supraorbital foramen and in the ¿supratrochlear artery topography.¿ there was no improvement in visual loss and pain in the orbital region, accompanied by ptosis and mydriasis of the left eye. There was also intense sweating and vomiting. Considering the seriousness of the case and the need for a rapid ophthalmic approach, the patient was transported to the nearest ophthalmologic center. The initial examination, performed by the ophthalmologist, evidenced absence of light perception (spl) and oculas fundus test, pale retina and occlusion of the central retinal artery. The patient was referred to the surgical center and the application of hyaluronidase was performed retrobulbar 80 minutes after the filler procedure and vascular occlusion. Immediately, after the application it was achieved the control of the pain with normalization of heart rate and blood pressure. The medical literature recommends that 90 minutes interval is the most recommended [interval] for application of retrobulbar hyaluronidase, with a greater success rate in retinal ischemia reversal and visual loss recovery. Furthermore, at the ophthalmologic clinic, approximately 90 minutes after the application of hyaluronidase, the patient persisted with amaurosis (spl) and returned to complaint about pain of moderate intensity in the orbital region and left side scalp. Patient was then transported to the hospital where the initial evaluation was performed by the neurovascular team, four hours after the onset of amaurosis. Patient carried out imaging tests (CT scans, cerebral and orbital angioresonance). These exams showed areas of ischemia in the cerebral parenchyma and subarachnoid hemorrhage. No arterial occlusions or venous thrombosis were seen in the orbital region, including ophthalmic artery. Spl has persisted but had no other changes in neurological examination. Patient hospitalization was performed for neurological surveillance, considering the radiological alterations visualized in the central nervous system. Vessel atrophy and significant ischemic changes in the retina (although the examination was difficult due to severe corneal edema) and absence of light perception were also evaluated and reported by the hospital ophthalmologist. On the first day of hospitalization, patient carried out a transcranial doppler that did not show arterial occlusions and thromboses, including central retinal artery. On the second day of hospitalization, patient carried out a cerebral angioresonance that showed an increase in the areas of cerebral ischemia and subarachnoid hemorrhage. The neurological condition has remained unchanged and after discussion with the neurovascular team, it was opted for the introduction of a systemic corticosteroid. The hospitalization lasted for 5 days, without neurological complications. After hospital discharge, patient was followed up with psychiatry, neurovascular and ophthalmology. When the healthcare professional had last seen the patient, the patient has persisted without light perception. The was a significant improvement of corneal edema, complete regression of ptosis in the left upper eyelid and partial recovery of left eye motility. Patient returned home overseas 4 days later.